Event description:
Customer reports taking 10 units of humalog with no corresponding result provided. Customer states that an hour later she tested 160-mg/dl and 12 minutes after that a result of 141mg/dl. She states that 20 minutes later she passed out and the paramedics were called. She reports testing 11mg/dl on the paramedic's device and receiving a glucose IV. She was transported to the hospital where she received food as treatment. No quality controls were used. Requested return of suspect device and replacement was sent.